Event description:
During a laparoscopic cholecystectomy the surgeon stated there was a bleed through at the cystic artery er320 clip application site. Another er320 was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The reamaning clips were evaluated and found to be conforming to mfg standards. It is possible that the trigger may not have been fully activated to completely form the clips. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.